Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-9004-35, serial #: (B)(4), description: precision connector m1, 35cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's body was rejecting the battery, so the original wound at the pocket site did not heal. It was believed that the patient had an allergic reaction to metal. The patient underwent an explant procedure.